Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low carbon dioxide (co2) results generated by the unicel dxc 600 pro synchron clinical systems. The low results were reported out of the lab. The customer run co2 qc and results were outside >2sd low. The laboratory manager notified the medical staff that co2 results reported previously that day were questionable and to not base medical decisions on the results. The ise system was recalibrated and qc samples were run. The co2 qc results were within the lab's established ranges. All samples that had been run since the previous qc run were repeated. Amended results were issued on 14 patient samples. No patients were treated based on the false co2 results.

Manufacturer narrative:
The ise system is routinely calibrated every 12 hours followed by a qc run. Prior to the event, co2 qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse bleached the flow cell and replaced the co2 electrode and membrane. As of (B)(4) 2010, there were no further calls to hotline for ise problems. A clear root cause for this event has not been determined.